Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted up to "please wait" screen and stayed there; hard drive was reimaged and reconfigured and software loaded to a newer version to resolve issue. Analysis also found the display would not stay up due to the lower display hinges. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.